Manufacturer narrative:
(B)(4). A decision was made on (B)(6) 2016 to report all prophylactic explants that are reported to st. Jude medical (sjm). Therefore, (B)(6) 2016 is used as the aware date for all prophylactic explants occurring prior to this date. Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted. (B)(4).

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.

Event description:
Additional information received indicated that the patient complained of experiencing pain on the lateral and back side of the body after the device replacement surgery. The physician corrected the leads and the patient is now pain free. The patient also complained of feeling lightheadedness and dizziness. The physician is aware of this issue and the patient will continue to be monitored remotely.